Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder repair procedure, a healicoil suture anchor broke. All the pieces were removed from the patient with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No void left in the patient. No further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. An analysis of the customer provided image found the tip of the handle shaft assembly of a healicoil suture anchor, which does not look broken and does not have the anchor on. Factors that can contribute to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.